Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from the USA of hygiene, exit site infection, exposed cuff, and bacterial peritonitis with culture positive for staphylococcus aureus with gram + cocci in clusters in a (B)(6) male coincident with dianeal pd2 ambuflex therapy. In (B)(6) 2010, the patient began treatment with dianeal pd2 ambuflex therapy (dose not reported, 5 cycles, lot number not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On an unreported date in 2011, the patient had an exposed cuff which manifested into peritonitis with an exit site infection. On (B)(6) 2011, the patient experienced bacterial peritonitis due to the exposed cuff and "hygiene." On (B)(6) 2011, the patient began remedial therapy with vancomycin (dose and frequency not reported, ip) to treat the exit site infection and peritonitis. On (B)(6) 2011, the patient was hospitalized. On an unreported date in 2011 while hospitalized, the patient had his pd catheter removed and was switched to hemodialysis. On an unreported date in 2011, the patient was discharged from the hospital and the event of peritonitis resolved. The nurse stated that on (B)(6) 2011, the exit site infection was healing. It was not reported whether the event of poor hygiene or exposed cuff resolved. The nurse stated that the events of exit site infection and bacterial peritonitis were not related to dianeal pd2 ambuflex therapy. The nurse did not provide a statement of causality for the events of hygiene and exposed cuff.